Manufacturer narrative:
Concomitant products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40, lot# v443598, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# v386575, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
A health care provider (hcp) reported the patient's leads and extensions were removed due to infection. No cause, diagnostics or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #6000153-2016-00694, 6000153-2016-00695 and 6000153-2016-00696.